Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with under fill low draw and the stopper would creep out. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: during use this batch, the customer found some tubes have no draw issue. In addition, they also found some tubes stopper creep out.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low vacuum with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to low vacuum was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with under fill low draw and the stopper would creep out. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during use this batch, the customer found some tubes have no draw issue. In addition, they also found some tubes stopper creep out.